Manufacturer narrative:
An event of regurgitation and a leaflet tear after two years of implant was reported. It was reported that the patient required a valve-in-valve procedure to resolve the event. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. However, based on the information received, the reported leaflet tear is consistent with structural valve deterioration (svd), specifically non-calcific leaflet tear, which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in tissue degeneration such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.) Or thinning of the prosthetic leaflet tissue (predisposing to leaflet tears) also could not be confirmed as the valve was not returned for histopathological examination. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "the epic¿ plus valve is indicated for patients requiring replacement of a diseased, damaged, or malfunctioning native aortic and/or mitral heart valve. It may also be used as a replacement for a previously implanted aortic and/or mitral prosthetic heart valve. The epic¿ plus supra valve is indicated for patients requiring replacement of a diseased, damaged, or malfunctioning native aortic heart valve. It may also be used as a replacement for a previously implanted aortic prosthetic heart valve."

Event description:
It was reported that on (B)(6) 2018, a 31mm epic mitral valve was implanted during a tricuspid valve replacement (tvr). A pulmonary valve replacement was also performed with a non-abbott valve. Post-operatively, the patient was on aspirin. In (B)(6) 2019, an echocardiogram showed 2+ to 3+ tricuspid valve regurgitation with a likely leaflet perforation. In (B)(6) 2020, a stress echocardiogram showed a left ventricular ejection fraction (lvef) of 75% with severe tricuspid regurgitation and a transvalvular gradient of 5mmhg at rest and 12mmhg post-stress test. On (B)(6) 2020, the patient underwent a transcatheter valve-in-valve implantation using a 29mm non-abbott in the tricuspid position. In (B)(6) 2024, the patient returned with symptoms of severe tricuspid regurgitation, and further evaluation was required.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018, a 31mm epic mitral valve was implanted during a tricuspid valve replacement (tvr). A pulmonary valve replacement was also performed with a non-abbott valve. Post-operatively, the patient was on aspirin. In (B)(6) 2019, an echocardiogram showed 2+ to 3+ tricuspid valve regurgitation with a likely leaflet perforation. In (B)(6) 2020, a stress echocardiogram showed a left ventricular ejection fraction (lvef) of 75% with severe tricuspid regurgitation and a transvalvular gradient of 5mmhg at rest and 12mmhg post-stress test. On (B)(6) 2020, the patient underwent a transcatheter valve-in-valve implantation using a 29mm non-abbott in the tricuspid position. In (B)(6) 2024, the patient returned with symptoms of severe tricuspid regurgitation, and further evaluation was required.